Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was over 400 mg/dl. The customer stated that she had high blood glucose readings and took off the site and the cannula was bent. The customer will call back with information for the reservoir and infusion set. The customer declined to troubleshoot for high blood glucose readings.